Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead perforated the myocardium and resulted in a pericardial effusion. The physician had positioned the lead once and did not get good r wave sensing, so he decided to reposition the lead. At that point is when the physician thought he perforated. Patient needed a pericardiocentesis to evacuate fluid. Patient left the lab in stable condition. On follow up pre-discharge check the following morning the patient was stable.